Event description:
The user facility reported the cutter failed to work. They replaced the cutter with a new one and completed the surgery. It is unk if the aspiration continued. The patient required no medical intervention or treatment.

Manufacturer narrative:
Eval completed. One 23ga cutter was returned in a plastic biohazard bag along with a (B)(4) pack label from lot u9716. The tip protector was not returned. The needle was slightly bent approximately 35 degrees. The port window was in the opened position. There was dried solution visible in aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter was tested at various cut rates from 2000-5000 c.p.m. The cutter cannot cut as the inner needle will not move/actuate; however, it does aspirate as required. It should be noted that a bent needle condition could contribute to poor cutting performance. The sterilization and lot history records have been reviewed and found to be acceptable.